Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rep was seeing a 'settings not available/oor' message on one of the patient's groups. The rep checked impedances and contacts 10, 11, and 12 were showing 'caution: do not use.' The rep reprogrammed around the electrodes. No patient complications were reported.